Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an oxygen (o2) sensor out of range error message and failed calibration. The ventilator was not in use on a patient at the time of the reported event.